Event description:
A customer reported to beckman coulter inc (bec) that a bloody fluid was leaking within coulter lh750 hematology analyzer. The customer was unable to determine the source of the leak. The customer was wearing ppe consisting of a lab coat and gloves. No one came in contact with the fluid. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results, and there was no death, injury or change to patient treatment.

Manufacturer narrative:
Field service engineer (fse) observed the needle waste chamber check valve was not working properly. The fse replaced the check valve and ran controls successfully. There was no further evidence of leaking. Repairs were verified per established procedures, and the results met published performance specifications. The needle waste chamber carries blood and diluent while in operation and cleaner while in shutdown. Root cause for the leak was the needle waste chamber check valve. (B)(4)..